Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier had an activation issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to load the clip onto the clip applier but was not able to clamp the clip onto the cystic duct when attempting to apply the clip. After the failed attempt, the customer noticed the clip applier had a bent tip. The customer swapped to a backup clip applier and continued with no further issues. There was no harm to the patient. There are no photos or videos of the event available.